Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation has been completed.

Manufacturer narrative:
The investigation of this complaint has been completed. No device logs could be downloaded and are therefore, are not part of the investigation. The investigation of the returned monitor printed circuit (pc) board could confirm the reported issue. At system start-up a high pitch alarm sounded and the "restart ventilator" message appeared on the panel screen (the user interface). The ventilator was unresponsive. To correct the problem, the monitor pc board's backup battery was disconnected and re-connected again. The ventilator then worked as expected. Several pre-use checks succeeded and simulated use tests and ventilation tests ran for several days without any deficiencies noted. When a monitor re-start occurs and the alarm "restart ventilator" appears, the ventilator becomes unresponsive to input but, the system still continues to ventilate with the current parameters. Due to the absence of the displayed parameter and ventilation curves, the user may perceive the situation as a stoppage of ventilation. The reported alarm is generated when the monitoring sub-system reboots more than 3 times within 60 seconds. The cause was most likely a software related breach of contract during handling of phase transitions between the two sub-systems.

Event description:
It was reported that during tracheal suctioning on a patient, the ventilation stopped working and a message "reset" appeared, but ventilation did not start again. There was no patient harm reported. (B)(4).